Event description:
Follow up information received reported the patient was able to be adjusted to get their stimulation out of the rib area and get some coverage to the buttock region. It was noted that the patient still did not get coverage from therapy like they used to. The patient was to see another physician regarding the pain in their foot and, if they can't do anything, they may have a revision. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a patient had experienced stimulation/therapy issues. A shocking/jolting sensation was reported. It was also stated that it was not possible to adjust stimulation. Patient got up to use restroom one night and when he got up he got shocked. It was stated that "it was at 10.0 when he turned it off." Presumably, 10.0 referred to stimulation amplitude measured in volts. This occurred right after the implantable neurostimulator (ins) turned on. A day after the event patient's logs showed "the maximum was only 5.7 which was his max." Patient's ins was "reoriented and everything was fine." A month later the patient was getting "major rib stim and nausea" after 30 minutes of the stimulation being on. An x-ray was performed and the leads didn't look like they had moved. It was also noted that the patient had kidney infection and colitis within the past 3 weeks. Patient status at time of this report was reported as alive with no injury/no adverse event. Reprogramming was attempted but the patient was sill getting rib stimulation. A follow-up in 2 weeks was mentioned. Patient symptoms/complications were noted as headache. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information stated, the patient had not received "optimal coverage." It was noted the patient had been reprogrammed "multiple times" and another reprogramming session would be scheduled. It was also noted a possible lead revision was being considered.

Event description:
Further follow up information received reported that the patient was trying to use the most recent programming to see if that improved their therapy. A decision was not anticipated anytime soon regarding future revision plans.